Event description:
The device system was removed due to infection. Add'l info has been requested by medtronic from the healthcare professional regarding the reported event. A supplemental MDR follow-up report will be sent to the FDA if add'l info is received.